Event description:
During a procedure to analyze plaque utilizing oct imaging pt experienced ventricular fibrillation. The pt was reported to be stable.

Manufacturer narrative:
The device history record was reviewed and the device was manufactured in accordance to sjm specs.